Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition, high capture threshold and low impedance measurements. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.